Event description:
It was reported that a tlc55 was used during a left hemicolectomy. It was reported by the affiliate that the instrument fired successfully then reloaded and fired again successfully. The device was reloaded again and the firing knob would not advance. A new device was used to complete the case. There was no consequence to the patient.